Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had inquiries on how to tell how many units are left in the insulin pump. The customer's blood sugar was 459 mg/dl. The customer declined troubleshooting for high blood glucose. Nothing is returning.